Manufacturer narrative:
This incident was previously reported under MDR number: 3005094123-2018-00235, under a different suspect device. An investigation was performed by reviewing the complaint text, service history, tracking and trending metrics, and the labeling. The field service representative performed troubleshooting and cleaning of the instrument; no parts were replaced. A review of the analyzer service did not identify any contributing factors to the current complaint. After troubleshooting, no additional discrepant results were generated. No systemic issues or adverse trends were identified through a review of the tracking and trending data. Labeling for the architect systems operations manual and architect total b-hcg package insert were reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer reported a falsely elevated architect b-hcg result of 762.02 iu/l (sid: (B)(6)). Retesting was performed and the result was <1.2iu/l. Retesting of the initial sample was also performed and the result was <1.2iu/l. There was no negative impact to patient management.